Event description:
It was reported that the ilet user experienced both high and low blood glucose, with readings ranging from 400 mg/dl down to 40 mg/dl after a meal announcement that resulted in a 12-unit bolus on top of automated corrections, and the user reported using meal announcements as a correction strategy contrary to prior education. Symptoms included hyperglycemia and hypoglycemia with diaphoresis, shaking/tremors, and muscle weakness. Outcomes included minor injury of hypoglycemia with no lasting health consequences or impact following treatment with nasal glucagon and oral carbohydrates and subsequent stabilization. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, a usage problem related to procedure/method and the user interface, and that the event was caused by failure to follow instructions regarding meal announcements and corrections. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error that caused or contributed to the event.